Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a combined cataract and vitrectomy procedure, aspiration continued despite the surgeon releasing the footswitch. Unintended vitreous was aspirated. The vitrectomy probe was replaced, twice, gradually improving. However, subsequently, the system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
Three 25+ vitrectomy probe samples were returned for evaluation for the report of aspiration did not stop. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Sample #1: the returned complaint sample #1 was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe sample #1 was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks and gouge marks observed at the cutting edge, bend area, and along the inner cutter. The sample was retested for actuation with the probe driver, and deemed conforming. Sample #2: the returned complaint sample #2 was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe sample #2 was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks and gouge marks observed at the cutting edge, bend area, and along the inner cutter. The sample was retested for actuation with the probe driver, and deemed conforming. Sample #3: the returned complaint sample #3 was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe sample #3 was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks and gouge marks observed at the cutting edge, bend area, and along the inner cutter. The sample was retested for actuation with the probe driver, and deemed conforming. The initial actuation tests of sample 1, 2, and 3 were deemed nonconforming. A retest showed samples 1, 2, and 3 were able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probes will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe had a cut and actuation issues for probe samples 1, 2, and 3. The root cause for the cut and actuation nonconformances of probe samples 1, 2, and 3 is due to the excessive surgical time of approximately 120 minutes for the probes being used. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probes will wear and damage the inner cutter such that the cutter function becomes poor, bent, or not function at all. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).